Event description:
The customer reported a leak from a unicel dxh 600 coulter cellular analysis system. The instrument was processing samples when the leak occurred. The volume of the leak was approximately 10 ml and was contained within the instrument. The customer was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event. The customer troubleshooted the instrument and found the leak was caused by disconnected tubing from port 6 of the flow cell to pinch valve vl216. The customer reconnected the tubing to resolve the leak. Controls were run to verify the instrument.

Manufacturer narrative:
(B)(4). (B)(6). The customer was able to resolve the leak. Beckman coulter (bec) field service was not dispatched. (B)(4).